Event description:
It was reported that during the device changeout, the atrial lead was noted to have some damage to the insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.